Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, vaginal discharge, pain in arm, tooth pain, multigravida, parity 4, maxillary sinusitis, myalgia, muscle spasm, back pain, luteal cyst of ovary and paratubal cyst. (B)(6) 2020. Final diagnosis result: a. Uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: cervix: no pathologic change endometrium: exhausted secretory endometrium with stroma breakdown myometrium: no pathologic change fallopian tubes: paratubal cysts, essure coils identified within the lumen specimen: uterus, uterus, cervix, bilateral tubes. Concurrent conditions included overweight, low back pain, acute tonsillitis, pruritus, bacterial vaginosis, depression, allergic rhinitis, cough and bacteria urine identified. Concomitant products included cyclobenzaprine, fluoxetine since (B)(6) 2018, ibuprofen, methocarbamol, methylprednisolone, paracetamol (acetaminophen) and prednisone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2014, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), decreased appetite ("loss of appetite"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("urinary infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), feeling cold ("constantly feeling cold") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on 21-jan-2020. At the time of the report, the pelvic pain, genital haemorrhage, feeling cold, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, mood swings, vaginal haemorrhage, menorrhagia, depression, weight decreased, decreased appetite, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, decreased appetite, depression, dyspareunia, feeling cold, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion details- right 3 and left 6 coils were visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2020: complex corpus luteal cyst left ovary, possible hemorrhagic. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included overweight, low back pain, acute tonsillitis and pruritus. Concomitant products included fluoxetine since (B)(6) 2018, ibuprofen and methylprednisolone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psych injury/psychological or psychiatric problems condition: depression"), decreased appetite ("loss of appetite"), cystitis ("infection (bladder/urinary tract/vaginal) type"), urinary tract infection ("urinary infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling cold ("constantly feeling cold") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (scheduled date: 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, feeling cold, abdominal pain, dyspareunia, allergy to metals, alopecia, weight increased, mood swings, vaginal haemorrhage, menorrhagia, depression, weight decreased, decreased appetite, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, decreased appetite, depression, dyspareunia, feeling cold, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet & medical record received:event hormonal changes and psych injury were updated as mood swings and depression. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type, weight gain / loss specify which one: weight loss, loss of appetite were added. Reporter's information, medical history, historical condition, concomitant drugs, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.